Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked tubes with the incident lot was observed. Additionally, 10 retained samples from the same lot number were drawn with horse blood and the customer's indicated failure mode for cracked tubes was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that some of the paxgene® blood rna tube were cracked. No injury or medical intervention reported.